Manufacturer narrative:
The device was returned to a third party and the bridge board was replaced. The device was recertified and returned to the customer. The bridge board was returned to zoll medical corporation, united states. The malfunction was attributed to the bridge board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing the device failed to discharge via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.